Event description:
It was reported that the ilet screen became frozen and unresponsive, preventing any interaction, and a small chip on the screen was observed; attempts to restart via the mobile app and perform an update were unsuccessful, consistent with a device touchscreen problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a touchscreen malfunction consistent with an unresponsive input interface, with findings indicating a software problem associated with the affected component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.